Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter would not turn on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with metformin. The patient denied making any changes to their usual diabetes management regimen in response to the reported issue. The patient reported developing symptoms of "sweaty and tired" one hour later. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca confirmed that the meter turned on when the power button was pressed, but not when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the alleged product issue began.